Event description:
The customer reported that the device would not recognize the therapy cable.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still be investigated. A follow-up report will be submitted, upon completion of the investigation.